Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the guide wire broke during removal and punctured one of the nurses. Additional information was requested with no response to date.

Event description:
Per customer's response, there was no medical intervention required as a result of the nurse being stuck. Pressure was applied to stop the bleeding.